Event description:
It was reported that the patient presented for device upgrade with the right ventricular (rv) lead exhibiting elevated capture and high pacing impedance. A visual inspection of the lead revealed externalized conductors. The lead was capped and replaced on (B)(6) 2021. The patient was stable.